Event description:
It was reported that the unit turns off when the alarm button was pressed. It is unk if an alarm or error message occurred prior to the device powering off by itself. The device was using ac power. No pt involvement.

Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on , however, the unit would power off when the alarm limit button was pressed. The flex cable connecting the keypad and the ui board was reconnected and the unit functioned as designed. A svc history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.